Event description:
It was reported that episode review was requested for this patient with this implantable system who is in the hospital for an unspecified reason. The patient received anti-tachycardia therapy (atp) and defibrillation therapy in the first episode. Additionally, there were messages to check rv lead and for rhythm acceleration and a prior message for rv automatic threshold in suspension. Noise, low amplitude measurements and undersensing were observed in the second episode. The health care professional reviewed the heart logic (hl) trends and stated the patient is possibly unwell; however, it was not confirmed if the patient was symptomatic to the episodes. A boston scientific (bsc) local area representative contacted technical services (ts) for consultation. The system remains in service at this time and no additional adverse patient effects were reported. The bsc local area representative and ts was contacted for additional information. No response has been received at this time. This record will be updated if additional information is received. Additional information was received after episode review was performed. The bsc ts consultant noted a change in the patient's high voltage electrograms (egm)which seems to be wider than previous remote monitoring egms. Additionally, the right ventricular (rv) rate sense egm is definitely fast and the morphology of the potentials indicates inter-ventricular delay or a different foci and are generally double or triple counted which usually results in an unfavorable outcome for the patient. In this case, the arrythmia was converted after the shock as atp was ineffective. Lead diagnostics are unremarkable, impedances are stable. The r-wave is possibly trending down slightly. The consultant discussed troubleshooting to perform at the patient's next follow up visit. The bsc local area representative provided updated details that this patient is receiving palliative care and has made the decision to turn off device therapy. No additional adverse patient effects were reported.